Manufacturer narrative:
Date of event was reported as about 6 months ago. See also manufacturer¿s report #3004209178-2017-10483 for the patient¿s other event issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that, about 6 months ago, the patient was getting their nails done in a massage chair and their ins turned off. The patient was able to turn the ins back on and everything was fine. The patient was not going to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.